Event description:
It was reported that when using the bd pyxis¿ es server, the single patient orders were not crossing. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) dialed into the server and verified that the carefusion coordination engine xml sent time, last successfully processed xml time, and last heartbeat time were all aligned. The disconnected flag was confirmed as zero. The user confirmed that orders were crossing successfully, acknowledged that the reported issue was resolved, and confirmed case closure. The system functioned as intended after the technical support specialist tested the device.